Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: over a period of time, the mesh device eroded through my bladder, and caused me to have almost continual pain and bladder infections. Also in 2011, I had an abscess which I believe to have been caused by the infected mesh, I had to have the abscess treated and drained under a general anaesthetic, after treatment consisted of daily visits by district nurse for 3 months. Numerous utis, possible cause of pe, continual back and abdominal pain.

Manufacturer narrative:
(B)(4).